Manufacturer narrative:
Additional information was received that the device was not suspected to be part of the problem. The patient was doing well and was using the stimulator as usual. No further course of action will be taken at this time.

Event description:
A report was received that the patient passed out due to pain and was hospitalized. Multiple test were taken and there was nothing coming up on any of the test results. It was believed that the patients condition was from the ipg.

Event description:
A report was received that the patient passed out due to pain and was hospitalized. Multiple test were taken and there was nothing coming up on any of the test results. It was believed that the patients condition was from the ipg.